Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt was undergoing a surgical procedure to move the pocket for their device because of discomfort at the belt line and trouble recharging. It was also stated the pt experienced a warm sensation before the procedure while recharging. Pt info and a pt outcome were not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.